Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received grinding noise during rewind as well as motor errors and non responsive buttons. The customer¿s blood glucose level was unknown. Customer stated that the no delivery alarm, scratched on insulin pump screen and diminished battery life. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.